Event description:
The customer reported smoke observed behind the architect i2000sr¿s fan area. No user safety or impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs discovered the drain was leaking through the assembly causing the power connection to the refrigerator with replaceable fan to short circuit because the 15a fuse blew, resulting in charring / burning of the refrigerator with replaceable fan and the base-gutter assy. The parts were not replaced as fs determined the architect i2000sr, serial number (B)(6) could not be repaired due to the damage. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported smoke observed behind the architect i2000sr¿s fan area. No user safety or impact to patient management was reported.